Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that during an unspecified procedure, the cusa clarity 36khz handpiece (c7036) got hot during operation. The handpiece was replaced and the operation continued and was completed. The event led to increased surgery time of 20 minutes with no injury.

Manufacturer narrative:
The cusa clarity handpiece was returned for evaluation: device history record (DHR) ¿ the DHR was reviewed and no anomalies that could be associated with the complaint incident was observed. Failure analysis - evaluation was able to verify customer information as valid. The connector to the tubing is broken; therefore, the handpiece has to be replaced. Root cause - the root cause was confirmed as "tip and cable strain relief" due to the handpiece housing at the which broke odd and the cable strain relief which snapped. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward.